Event description:
Surgeon was doing a low anterior resection. He used an eea size 28 from covidien to anastomose the bowel back together. He inserted the product. Attached the anvils and fired. When properly removing the product he noticed that upon firing only one "donut" appeared as specimen. Usually there are two "donuts" that should be specimen. Surgeon checked the anastomosis as he usually would and there were no leaks. There is no injury to the pt. Dr just feels that the other part of the specimen is in the pt. Eventually it will necrosis and slough off. Surgeon proceed with the procedure. Surgeon would like product evaluated because he does feel this was a product defect.